Event description:
The customer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The customer received information alleged black foam particulate present in humidifier chamber & seals. There was no report of harm or injury. The customer's investigation is ongoing. A follow-up report will be submitted when the customer's investigation is complete.

Manufacturer narrative:
The customer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The customer received information alleged black foam particulate present in humidifier chamber & seals. There was no report of harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box h: evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.